Event description:
In 2002, the user facilities special procedures manager informed the manufacturer's sales rep of the following: pt has a device implanted 2001. The oncologist contacted radiology requesting a device removal due to redness and swelling on the peripheral aspect of the insertion site. The oncologist suspected extravasation as a result of septum damage. The device was explanted in 2002 and a small partial fracture was discovered approx one centimeter from the distal aspect of the locking mechanism.